Manufacturer narrative:
This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures.

Event description:
Report is for pt 1 of 4: a 1.4 initial inr with protime system vs. 2.5 repeat inr with protime system. Pt therapeutic inr range: 2.0 - 3.0. No report of adverse event, serious injury, or intervention.